Manufacturer narrative:
Final analysis found an insulation abrasion at 12.0 cm to 12.4 cm from the connector pin which breached the outer insulation and exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. The right atrial lead exhibited noise. The lead was explanted and replaced.